Manufacturer narrative:
The reported event that an anterior midshaft plate variax clavicle 8 hole was alleged of poor fixation could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Per sales rep, the clavicle plate had 3 screws backed out. Revision was done. The surgeon took everything of (screws and plate). He used different companies plate for revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep, the clavicle plate had 3 screws backed out. Revision was done. The surgeon took everything of (screws and plate). He used different companies plate for revision.